Event description:
It was reported by provider that the motor is running loudly and the irc5po2v concentrator smells like its burning.

Manufacturer narrative:
(B)(4) 2015. The device was evaluated by the returns department which found that compressor is noisy, the sieve bed is saturated, and the 4-way valve is stuck.

Event description:
It was reported by provider that the motor is running loudly and the irc5po2v concentrator smells like its burning.

Manufacturer narrative:
Follow up will be filed if additional information is received.